Event description:
It was reported that during a follow up, an alert for high impedance on the right ventricular lead was noted. Reprogramming the pacing configuration to unipolar did not resolve the issue. The patient was in good condition. The physician decided to monitor the patient with routine follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.